Manufacturer narrative:
The pump passed operating current, restart error, displacement test but alarmed compromised force system sensor during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to system sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 276 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.